Event description:
Information received does not address the patient's clinical status other than the patient resides at a nursing home. A trans-telephonic monitor noted loss of capture. Interro- gation of the device noted dashes (---). Ventricular lead impedance was <250 ohms and atrial lead impedance was >1990 ohms. When emergency vvi was pressed, the dashes remained. After programming to ddd, loss of sensing and capture was observed. Subsequently, the device was replaced.